Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges user turned chair on by using on/off/mode toggle knob on joystick, profiles changed, and chair drove forward into wall while utilizing ilevel feature and user fell out of chair, causing injury.

Manufacturer narrative:
Only the joystick was returned for evaluation. The alleged incident could not be duplicated.

Event description:
Alleges user turned chair on by using on/off/mode toggle knob on joystick, profiles changed, and chair drove forward into wall while utilizing ilevel feature and user fell out of chair, causing injury.